Event description:
It was reported that this right atrial (ra) lead was surgically explanted as impedance measurements were above 3000 ohms. The connecting pin was not all the way through the head as the pin was not visible past the set screw in the header. Upon testing this lead through the pacing system analyzer (psa), it exhibited variable impedances but was not definitive. Visual inspection noted that the insulation was worn. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Corrected field: h6(device codes) mechanical problem was replaced with connection problem. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically explanted as impedance measurements were above 3000 ohms. The connecting pin was also not all the way through the head as the pin was not visible past the set screw in the header. Upon testing this lead through the pacing system analyzer (psa), it exhibited variable impedances but was not definitive. Also, visual inspection noted that the insulation was worn. No additional adverse patient effects were reported.